Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens optic torn and haptic broken. Dimensional inspection was unable to be performed due to significant lens damage. Claim#(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -11.0/1.5/167 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault and the problem resolved. Cause was reported as unknown.